Manufacturer narrative:
During the investigation, the alarm trace showed abnormal sample aspiration and sample short alarms. The unit of measurement of the humidity was provided as %. Therefore, the laboratory's humidity was 41%.

Event description:
We received an allegation of questionable results for 7 patient's sample tested with tp2 (total protein) assay on a cobas pro c503 analytical unit serial number (B)(4) compared to another cobas pro c503 analytical unit serial number (B)(4). On (B)(6) 2023 the customer initially ran the samples on cobas pro c503 analytical unit serial number 2176-06. The questionable results were reported outside of the laboratory. The physician questioned the results. The next day, the samples were repeated on a different cobas pro c503 analytical unit serial number 2169-06 and they got corrected. Sample 1: initial result: 3.5 g/dl. Repeat result: 6.84 g/dl. Sample 2: initial result: 4.8 g/dl. Repeat result: 7.21 g/dl. Sample 3: initial result: 3.6 g/dl. Repeat result: 7.31 g/dl. Sample 4: initial result: 0.6 g/dl. Repeat result: 7.65 g/dl. Sample 5: initial result: 3.6 g/dl. Repeat result: 7.3 g/dl. Sample 6: initial result: 3.9 g/dl. Repeat result: 6.71 g/dl. Sample 7: initial result: 0.2 g/dl. Repeat result: 7.56 g/dl. The tp2 reagent lot number was 693361. The expiration date was not provided. Qc and calibration were within the aceptable range.

Manufacturer narrative:
The field service engineer found no hardware issues. The customer was concerned about the environmental conditions in the laboratory as the laboratory's humidity was 41. The unit of measurement of the humidity was not provided. The customer was also concerned receiving the samples with clots. The customer has a plan of action in place to address the laboratory's environmental concerns. Precision studies were performed and they were within specifications. The fse verified the system pulse adjustments, the fluidic volumes for probe and cell rinse units, the sodium levels for mixer and the downstream vacuum functunality through cell blank. The fse ran an instrument check and it was within specifications. Qc was performed and was acceptable.